Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Blood was noted through the dialyzer and within the header caps. The dialyzer was subjected to a laboratory bubble point test, during which no leaks were detected. The dialyzer was then subjected to a destructive disassembly for further visual examination. Under magnification, a fiber fragment was identified at approximately 0 degrees. The fiber fragment measured approximately 0.53 mm in length. There was no other damage or irregularity noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
Additional information: d8.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred within the first ten minutes of a patient's hemodialysis (hd) treatment. Follow-up information was obtained from a user facility charge nurse. The blood leak was noted as being an internal blood leak that was visually observed within the dialyzer. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient's estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a different machine, and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.